Event description:
It was reported that the user navigated to an incorrect phone connection page on the ilet and, after agent guidance back to the home screen, made a meal announcement before disclosing they had eaten about three hours earlier while their blood glucose was 222 mg/dl. Symptoms included hyperglycemia. Outcomes included no alarms or medical interventions. Investigation included agent-led troubleshooting and education regarding appropriate timing for meal announcements. Investigation of this case revealed user error in making a delayed meal announcement inconsistent with product use guidance for the ilet meal feature. It was concluded, based on previously established findings for similar reports, that the cause was user understanding and use of the device outside recommended instructions.